Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical service was dispatched due to low blood glucose level. Customer had blood glucose level of 30 mg/dl. Customer was treated with glucagon. It was reported that the customer tried to bolus twice to get the blood glucose to go down and then he went down all the way to 30. Customer reported high blood glucose and low blood glucose. It was reported customer was not using auto mode. The insulin pump will not be returned for analysis.